Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. And "migration of silicone". Diagnosed by MRI, ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, rupture and "migration of silicone". Diagnosed by MRI, ultrasound and mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
E1: phone number: (B)(6). The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, migration.